Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had air bubble anomaly. There were many air bubbles in the reservoir. They had kept the insulin under the appropriate conditions. They tried changing the reservoir and insulin but the problem persists. The customer¿s blood glucose during the incident was unknown. The reservoir will not be returned for analysis.